Event description:
A registered nurse (rn) contacted global technical services (gts) regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, during drain 1. The technical service representative (tsr) explained the high drain alarm to the rn. The tsr was able to view the total ultrafiltration (uf) and found out that the home patient (hp) had a uf of 3205ml in drain 1. The hp has a fill volume of 3000ml. The initial drain alarm (ida) was set at 0ml. The rn stated that it was her mistake because she had set the ida too low. The hp had no signs of overfill and felt fine for the entire therapy. The rn changed the ida setting while on the phone. The rn then ended the call. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.